Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that had multiple noise episodes. No interventions were made or reported. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 codes for over-sensing.

Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that had multiple noise episodes. The noise episodes were due to external interference and were over-sensed. No interventions were made or reported. The patient was in stable condition.